Event description:
It was reported that the catheter was pacing fine at the beginning; however, it stopped pacing. No patient complications were reported.

Manufacturer narrative:
The device has not been received for evaluation.